Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "hard, cold, and a lot of pain described as fulminating" "capsular contracture baker grade IV " and "a lump" this is for the right side. Device remains implanted.